Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer's blood glucose level, as the pump was being used with saline and was not being used for insulin therapy at the time of the reported issue. It was indicated that the customer was able to clear the malfunction alarm successfully.